Manufacturer narrative:
The device has been received by depuy synthes power tools. The reported problem "does not function" was confirmed during the pre-repair diagnostic assessment. If add'l info becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA stating that the device "does not function". Device was not used in surgery. It is unk if injury or medical intervention occurred. There was no add'l info provided.